Event description:
Before opening the product, nurses found small black particles inside and retained them to report adverse events. This indwelling needle was not used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.